Event description:
Related manufacturing ref 3008452825-2018-00179. During a premature ventricular contraction procedure, the patient expired. Access was gained to the left ventricle via retrograde approach and the left ventricle was successfully mapped and the catheter was removed. The tacticath ablation catheter was advanced retrograde but the physician was unable to cross the aortic valve. A flexability catheter was used but was still unable to cross the aortic valve. A third non-abbott catheter was used to try and cross the aorta but was still unsuccessful. The flexability catheter was used once again to attempt to cross the aortic valve and after many advances, the catheter passed to the left ventricle. Prior to ablating the target site, the patient's rhythm changed to a heart block and they were decompensating. No effusion was noted on ice; however, the compression of the heart was slowing down. The patient developed ventricular fibrillation and resuscitative efforts were initiated but were not successful in stabilizing the patient and they expired. After examining the echo and contrast, an aortic insufficiency was noted and a large dissection was found near the aortic root. There were no performance issues with any abbott device.